Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro would not shut down when the toggle switch was released. They unplugged it from the dc extension cable in order to turn it off. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).